Event description:
During the tavr procedure, while the valve deployment sheath was being advanced in the femoral artery, the deployment device/valve broke through the sheath and was unable to be deployed. As the surgeons were pulling the sheath back to remove from the patient, the sheath dissected the iliac artery. The patient's blood pressure began to lower and had to perform an emergent abdominal/groin incision to repair the artery. Due to the emergent nature of the procedure, additional supplies and instruments were unable to be counted. The surgeons decided to not proceed with the tavr portion of the procedure, and the valve replacement was aborted. The patient's incision was then closed, and the patient was transported to cti.